Event description:
It was reported that even after replacing the processor circuit card, the biomed was still receiving an alarm 61 (non-recoverable system error) at boot up. As per email response received on 22sep2021, biomed stated there was no patient involvement. Biomed stated that the arctic sun device will be sent to the depot for repairs. As per sample evaluation results received on 15nov2022, it was reported that the neutral connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. It was stated that the device failed the chiller efficiency test due to a failing mixing pump. It was also stated that the alignment studs on the outer shell were cracked off. The double-bent tube and chiller evaporator outlet tube were expanded. It was noted that the tank seals were lifting from the tank. The power inlet module and ac main voltage circuit card had been replaced. It was also noted that the replacement of the outer shell included louvers, the double-bend tube, the chiller evaporator outlet tube, and tank seals.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed mixing pump. The device was evaluated. The device failed the chiller efficiency test. The cause was isolated to a failed mixing pump. The mixing pump was serviced. The device passed all applicable testing and is ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. DHR is not required as this is not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that even after replacing the processor circuit card, the biomed was still receiving an alarm 61 (non-recoverable system error) at boot up. As per email response received on 22sep2021, biomed stated there was no patient involvement. Biomed stated that the arctic sun device will be sent to the depot for repairs. As per sample evaluation results received on 15nov2022, it was reported that the neutral connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. It was stated that the device failed the chiller efficiency test due to a failing mixing pump. It was also stated that the alignment studs on the outer shell were cracked off. The double-bent tube and chiller evaporator outlet tube were expanded. It was noted that the tank seals were lifting from the tank. The power inlet module and ac main voltage circuit card had been replaced. It was also noted that the replacement of the outer shell included louvers, the double-bend tube, the chiller evaporator outlet tube, and tank seals.